Event description:
It was reported through an implant card that the patient's generator was replaced due to high impedance. Lead impedance was okay after the generator replacement. The lead was not replaced. The suspect generator was reportedly discarded. No further relevant information has been received to date.

Event description:
It was reported that this patient was getting their generator replaced prophylactically. The patient has had an increase in seizures recently and was hospitalized. No additional relevant information has been received to date. No known additional surgical intervention has occurred to date.